Event description:
It was reported that blood leaked from a hole in the cathena 22gx1.00in straight bc hub following the insertion. The following information was provided by the initial reporter: "previous pir report states user noticed blood coming out through a hole in the cathena hub following insertion."

Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The complaint could not be performed and root cause is undetermined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a hole in the cathena 22gx1.00in straight bc hub following the insertion. The following information was provided by the initial reporter: "previous pir report states user noticed blood coming out through a hole in the cathena hub following insertion."